Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the surgeon was revising a vp shunt. While she was operating, she noticed some plastic in the burr hole area. On closer examination she noticed it was part of the valve. The back part of the valve had come away from the valve. Surgeon then had to replace the valve and the distal catheter. May 5, additional information explained the original date of surgery for this complaint was 2008.